Event description:
Patient reported suspected implant rupture and ¿visible corrugation of the implant and silicone in the axillary node; tests, confirming silicosis of the lymph node in the left armpit¿. Ultrasound has been performed. Device remains implanted and is due to be explanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.